Manufacturer narrative:
A ge service representative performed an on-site investigation. The interconnect cable was replaced and the generator was calibrated. The system was tested and operates as intended.

Event description:
The customer reported, the 9600 system locked up when placed in the lateral position. No patient injury was reported.